Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed motor test. Unable to perform occlusion, prime, the excessive no delivery test due to motor error alarm. Pump was received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was able to resolve the issue. The device was returned for analysis.